Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device power off on its own after the device is plugged into ac power from dc power. Additionally, it was reported that the device works fine if ac or dc power is maintained. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.